Event description:
It was reported that, during maintenance, a mixer of a ht70 ventilator had an abnormal noise. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.